Event description:
I used a faulty product multiple times that was (unknowingly) recalled. I purchased the product in (B)(6) 2018 via (B)(6). Recall info: the recall is limited to specific lots of u by kotex sleek tampons, regular absorbency, that were manufactured between october 7, 2016 and october 16, 2018 and distributed between october 17, 2016 and october 23, 2018.